Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 36 mg/dl while wearing the pod between 4 and 24 hours. The patient was treated with orange juice and yogurt. The patient was still in the ER (emergency room) at the time of the report. Patient reported just starting on omnipod system. When their pump settings were reviewed, it was discovered her basal rate was set to 2 units per hour. After her hospital visit, her physician advised her basal rate should be 0.325 units per hour. Pump settings may have been incorrectly programmed by the patient.